Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the excessive drainage was that the pressure setting may have been ¿too low¿ following the implant. The patient was discharged after having the pressure setting adjusted to 1.5. At the time of the report, the condition of the brain ventricle had been stable with occasional headaches, though this had stabilized recently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in mid (B)(6) 2018 due to hydrocephalus. Following the implant procedure, the patient was hospitalized. At the end of the month, the patient began experiencing headaches. A CT scan showed that the patient¿s drainage was excessive and it was recommended to have the pressure setting adjusted.